Manufacturer narrative:
(B)(4). On an unspecified future date, the patient will be going on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment and patient outcome were not reported. Action taken with pd therapy was not reported. No additional information is available.